Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown ; batch no.: unknown. It was reported patient was diagnosed with contact dermatitis to chlorhexidine confirmed by eczematous rash on left preauricular region. Per literature: after investigating which antiseptics were used during the vaccinations, we decided to test chlorhexidine digluconate 0.5% aq. That was positive at both day 2 and day 4 (fig 1c). A diagnosis of allergic contact dermatitis to chlorhexidine was made, confirmed by an eczematous rash on left preauricular region appeared after mother's application of antiseptic solution based on chlorhexidine.